Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transapical tavr procedure, access was obtained and everything was ¿fine¿. During the deployment of a 26mm sapien 3 valve, the certitude delivery system balloon was fully inflated. While the physician was doing the count, a request was given for the removal of the pigtail catheter. During the call for a ¿brief second¿, as the pigtail was being pulled back, the delivery system balloon ruptured. The valve was deployed in ¿perfect¿ position, 80:20 aortic/ventricular (a/v), and was stable. No paravalvular leak (pvl) was observed. The patient¿s stats returned and ¿everything was good¿. Approximately 5 to 7 minutes post valve deployment, the patient¿s pressures began to drop. Red blood was noted in the apex. The patient¿s chest was opened; however, no bleeding was found. A small ¿nick¿ on the lateral side of the heart was found. The small leak / hematoma healed itself and no actions were required. The procedure was completed and the patient was transferred in stable condition. The native annular valve area measured 460mm2 by CT. Moderate to severe annular calcification, moderate native leaflet calcification and moderate aortic root calcification was reported. Moderate stj calcification was also reported. It was speculated that small ¿nick¿ may have possibly been caused by the balloon withdrawal following the balloon burst or by the suction device used during the procedure. Medical opinion was the suction device was more likely the cause.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was returned to edwards for evaluation. Visual inspection revealed a ¿j¿ shaped tear on the balloon. No other abnormalities were observed. Cine from the procedure was also provided for review. The balloon burst could not be confirmed on image review because the contrast within the balloon was not clearly visible during the cine of the valve deployment. However, some calcification was visible at the native annulus. No functional testing was performed due to the condition of the returned device. Dimensional analysis of the balloon wall thickness along the longitudinal tear on the balloon was performed. All measurements met specification. The lot number of the device was provided. Complaint history review indicated the occurrence rate does not exceed the october 2017 control limits for the trend category of ¿balloon burst,¿ during the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, the complaint of the balloon burst was confirmed based on the visual inspection of the device. However, no manufacturing non-conformance's were identified on the returned device. Available information indicates that patient factors (moderate to severe annular calcification, moderate native leaflet calcification, moderate aortic root calcification, moderate stj calcification) likely contributed to the balloon burst. There was no allegation or indication a device malfunction contributed to the cardiac perforation. Investigation results suggest/indicates that procedural factors (balloon withdrawal, or the suction device used during the procedure) may have contributed to the small ¿nick¿ on the lateral side of the heart. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.